Manufacturer narrative:
Concomitant medical products: 429888 lead implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shortened longevity due to outputs. The left ventricular (lv) lead was observed with a warning for out of range high impedance measurement. The right ventricular (rv) lead was noted with increased thresholds to high values. The device and leads remain in use. No patient complications have been reported as a result of this event.